Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that the patient was having difficulty recharging, further stating it was taking too long with only 0-3 coupling bars. It was reported that the cord was frayed and worn out/the ins recharger (insr) looked worn. It was noted that patient was in a care facility and the caller was a resident nurse. It was also reported that patient lost therapy. No out of box failure was reported. There was no reported medical/therapy problems related to the small part components product. Caller was warm transferred to repair department. On (B)(6) 2018 additional information was received. It was reported that the caller was the cousin of the patient and was transferred by technical services reporting that the patient needed an insr replacement. Caller reported that "somehow the implant got turned off." Later on in the call the caller stated the implant battery was so low "it almost turned off." Caller stated that happened "sometime in march." Caller reported that one of the insr's (the patient had two 37751 insr's) "didn't work completely" because it didn't come charged with any charge, it couldn't hold a charge, and didn't charge the implant. Caller stated that the sc reen came on for the insr but indicated that they were seeing the "charge your insr" screen. Caller reported that the other insr didn't work because it "only gave them 4 squares." Caller stated there was no connection and it wouldn't pair. Patient services asked the caller to take out the dtc to confirm status of the connector pin. Caller reported the connector pin broke off, but was not stuck inside the insr. Patient services asked for a date regarding the first insr issue. Caller stated it was april 2nd for when the issue with the second insr started and didn't know a date for the first insr issue. Caller then proceeded to state that the issue with the first insr was the "wire was frayed." Caller was unclear on a date for the issue with the first insr, but did state they got a 2nd insr a week before the sunday before the call. Caller reported that the frayed antenna was why the insr wouldn't recharge. Caller then proceeded to state that the issue with the frayed antenna was a couple weeks before when "robert" tried to troubleshoot over the phone and told them to reposition the antenna and that's when they noticed the frayed wire. Patient services wanted to know the date of the broken connector pin and the caller stated "no, it was a little wire that came out of the antenna, little copper wire that went to the antenna to the recharger, it was almost unnoticeable until they moved the antenna around and there was a scratch on their finger." Patient services attempted to clarify when the caller became escalated and told patient services that the patient was uncontrollably shaking and the two units were defective. Caller reported they went to the hcp the day before the call and tried moving the antenna around to get more coupling boxes, but couldn't get more than 4. Caller said they were told to watch internet videos on how to troubleshoot. The caller called back a day later and stated they were waiting for 2 alkaline batteries to be sent out to the patient because both of the patient's insr's were bad. They needed to charge the patient's ins. Caller reiterated previously reported information of the patient's device being off. Caller stated the insr wasn't showing any black boxes, but in previous calls stated 4 coupling boxes were showing. Caller wanted to inquire about icons on both insr and pp, the information was reviewed. The caller called back again and stated they received the replacement equipment and they were charging the ins. The caller had questions about the recharging process which the technical services answered. The caller explained they were bouncing around between different levels of coupling bars while moving the recharger and they were able to get up to 6 coupling bars. The caller added that they used the patient programmer the night before to turn on the implant and they stated that it "hurt" the patient when they turned it on. The caller left the therapy on and stated that the tremors went away and the patient slumped in their seat and the pain went away and the patient slept through the night. There were no further complications reported.